Event description:
Philips received a complaint by the hospital me on the v60 indicating that the devices power did not turn on. Reported that even the power lamp did not turn on when the device was connected to ac power. The issue was found just before the device was used for a patient. It was reported there was no patient involvement at the time the issue was discovered. The device was swapped out with a different device. There was neither delay in therapy nor medical intervention reported due to the issue. Investigation is ongoing

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.